Event description:
The customer reported to olympus that during a therapeutic gallbladder stone extraction procedure, the image was flashing when the high definition autoclavable camera head was moving while being used in combination with the evis exera ii video system center. The intended procedure was completed successfully with the same set of equipment and without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed; however, the image did become noisy when shaking the cable due to a faulty and deteriorated camera cable. An additional issue with the focus ring "2u" that deteriorated, causing leakage, was identified during the device evaluation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility for the same device and issue. Conclusion: the root cause could not be identified. Based on the results of the legal manufacturer¿s investigation, it may be assumed that image noise was generated due to poor communication due to cable failure. The cause of the cable failure could not be determined. Olympus will continue to monitor the field performance of this device.